Manufacturer narrative:
Method: visual inspection, complaint history review, and risk assessment analysis. Results: visual inspection: the tip of this instrument is broken and the broken tip was also received. Machining lines on the 8.5mm diameter zone was observed. It appears that the device yielded under combined flexural and torsional loads which appear to match with the event circumstances reported as occurring during the inspection with torque analyzer at the distribution center. Complaint history review: (B)(4). Risk assessment: in current case, it is reported that the event occurred during control of torque at distribution center. Therefore, neither patient adverse consequence nor delay of surgery is reported, the associated risk is s0. No new hazard identified. Conclusion: the reported breakage was confirmed and a non-conformance report has been initiated.

Event description:
It was reported that .. "During the inspection with torque analyzer at the distribution centre, the tip of the torque wrench broke off. "